Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was reported that the o-ring was missing from the cartridge that the customer was intending to load. There was no reported adverse impact to the customer's blood glucose level. An additional new cartridge was loaded to resolve the issue.